Event description:
It was reported that a malfunction alarm occurred. The customer was able to clear the malfunction alarm, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 523 mg/dl. Customer administered a manual injection to address their bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.